Event description:
It was reported to boston scientific that the speedband superview super 7 ligator band would not deploy. The endoscopist has examined the bleeding site and applied suction on the bleeding mucosa, the ligator was inserted at the tip of gastroscope and ready to fire, but would not deploy. A second attempt was made to fire, the band still could not be deployed. The endoscopy was removed from the pt and the device examined. It was discovered that the bands had rolled. The procedure was completed with another of the same device. The pt is reported to be "stable".